Event description:
It was reported that the customer experienced a high blood glucose reading of 437 mg/dl, which the customer treated with a manual injection. He stated that he had forgotten to change the reservoir after it had alerted that it was empty; he missed all his programmed basals overnight due to this. He was able to lower the blood glucose reading to 327 mg/dl. The insulin pump had alarmed an error as well. Upon troubleshooting, it was reported that the customer was able to confirm that all device settings were correct, and he was able to continue use of the insulin pump.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.